Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump split into two pieces during sleep, likely due to rolling onto the device, resulting in a nonfunctional unit with an unusable screen and loss of watertight integrity; the issue aligns with a device bonding failure involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including photographs of the damage. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the device display/bezel area. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device will be returned.